Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_ascenda_cath, lot # unknown, product type catheter; product ID neu_ascenda_cath, lot # unknown, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal dilaudid 10 mg/ml, at a dose of 2.5 mg/ml, via an implantable infusion pump. The indication for use was not noted and there was nothing of relevance, regarding the patient's medical history, that was reported by the clinician. The drug lot number and concomitant medication list were listed as unable to obtain. It was reported that there was a suspected contaminated pump. Specifically, following the pump replacement procedure on (B)(6) 2016, the patient presented on approximately (B)(6), unwell and with an elevated temperature; however, there were no signs of infection. No troubleshooting on the pump or catheter system was completed. The patient was hospitalized on (B)(6); unsteady and drowsy. Tests were completed showing no signs of infections, even csf was withdrawn and tested, and there were no signs of meningitis. The pump was turned down to 1.25mg/day. On (B)(6), the drug was removed from the pump and refilled with saline then the pump and entire catheter were explanted on (B)(6). The surgeon believes that there may have been a contaminant in the pump reservoir that was implanted on (B)(6) 2016. The clinician has specifically requested that the pump reservoir be tested for contaminants. The issue was resolved. The patient status at the time of the report was ¿alive ¿ no injury."

Manufacturer narrative:
The pump was returned and the device met specification. No anomalies were noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.